Event description:
Nurse noted that mls/hour infusing not correct. Nurse was told pt getting levophed 70 mcgs. Pt should have been getting 131 mls instead of 65.6ml. Nurse checked pump programming and it was correct. Programmed the levophed on another channel and it worked appropriately. Pump pulled out of service and given to our biomed. No harm to pt.